Event description:
It was reported that the patients paddle lead had migrated into the right gutter of the epidural space causing the patient to lose all the left side coverage. The patient underwent a revision procedure wherein the d port was unplugged and repositioned and a new lead was added. The patient was doing well postoperatively. The device remains implanted.